Manufacturer narrative:
An event regarding periprosthetic fracture involving a secur-fit stem was reported. The event was not confirmed. Device evaluation and results: not performed as the reported device was not returned for evaluation. All medical information made available was reviewed by a clinical consultant. The clinician could not confirm the fracture. X-rays provided do not show fracture. Need revision op reports and progress notes to further investigate. Device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review indicated there have been no other events for the reported lot. The exact cause of the event could not be determined because insufficient information was provided.

Event description:
It was reported that the patient experienced a periprosthetic fracture. Stem was replaced with a restoration ha 155mm stem and fracture was reduced with a 2.0mm dall miles cable.

Event description:
It was reported that the patient experienced a periprosthetic fracture. Stem was replaced with a restoration ha 155mm stem and fracture was reduced with a 2.0mm dall miles cable

Manufacturer narrative:
It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Device not returned.